Event description:
It was reported that a rotawire fracture occurred. A 1.25mm rotalink plus and a rotawire were selected for use. During preparation, outside patient's body, the operational speed was set at 200,000rpm and the physician stepped on the foot pedal to lower the speed. Then, when the nurse attempted to turn down the rpm, it was noted that the rotawire snapped. It was further noted that the portion that snapped was near the rotaburr. The procedure was completed using a different device. No patient complications were reported. The patient was stable post procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The returned complaint device consisted of a rotablator rotalink plus device. The advancer, handshake connections, sheath, coil, burr and annulus were microscopically and visually examined. There are numerous sheath kinks. Microscopic examination of the device revealed that the annulus was damaged and not rounded which is consistent with damage seen with the use of a rotawire. The coil is stretched. Inspection of the remainder of the device presented no other damage or irregularities. Functional testing was performed using a test .009 rotawire. The test rotawire was attempted to be inserted into the burr tip and it would not pass the damaged coils inside of the burr. The test wire was then inserted into the proximal end of the rotablator device and it advanced all the way through the device stopping at the damaged burr. Functional testing was performed by connecting the advancer to the rotablator control console system. There were no abnormal noises or leaks and the device did not run. It was not able to get any speed. The advancer was dismantled and the ultem was found to be melted and the turbine was corroded. A melted ultem is due to the interruption of saline or by insufficient flow of saline used during the preparation or during the procedure of the device.

Event description:
It was reported that a rotawire fracture occurred. A 1.25mm rotalink plus and a rotawire were selected for use. During preparation, outside patient's body, the operational speed was set at 200,000rpm and the physician stepped on the foot pedal to lower the speed. Then, when the nurse attempted to turn down the rpm, it was noted that the rotawire snapped. It was further noted that the portion that snapped was near the rotaburr. The procedure was completed using a different device. No patient complications were reported. The patient was stable post procedure.